Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console was generating an alarm for "autofill failure" for 15 minutes and could not resume pumping. The patient was described as very agitated and noncompliant with keeping still. The customer noticed a severe kink in the helium tubing just before the sheath hub and attempted to straighten it. There was no blood in the helium tubing and a chest film had been done, but they had no results yet. They were advised to manipulate the kink with a gloved hand while pressing the fill key but this was not successful. Augmentation was then dropped several bars to attempt a fill, but this did not work. The patient was log rolled to both sides while attempting to fill. It was stated that the patient was stable at this point. It was suggested to call the physician for possible removal as the iab had been in standby for 25 minutes at this time. The physician suggested leaving the iab in place until he arrived the next morning. The patient was heparinized. It was explained that it is recommended for removal at the 30 minute mark in standby. The iab was in use for approximately three days. They will consider this and consider speaking to the physician again. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: donna bradford wilson device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing approximately 62.5cm and 75.9cm from iab tip. Additionally an optical fiber break within a kink was found on the catheter tubing and inner lumen approximately 73.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was observed at the kinked location of 73.4cm on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console was generating an alarm for 15 minutes and could not resume pumping. The patient was described as very agitated and noncompliant with keeping still. The customer noticed a severe kink in the helium tubing just before the sheath hub and attempted to straighten it. There was no blood in the helium tubing and a chest film had been done, but they had no results yet. They were advised to manipulate the kink with a gloved hand while pressing the fill key but this was not successful. Augmentation was then dropped several bars to attempt a fill, but this did not work. The patient was log rolled to both sides while attempting to fill. It was stated that the patient was stable at this point. It was suggested to call the physician for possible removal as the iab had been in standby for 25 minutes at this time. The physician suggested leaving the iab in place until he arrived the next morning. The patient was heparinized. It was explained that it is recommended for removal at the 30 minute mark in standby. They will consider this and consider speaking to the physician again. There was no patient harm or adverse event reported.